Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, the patient's receiver clock was only moving one minute for every thirty minutes passed. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. Functional testing on the receiver was performed and no problems were found and the reported fault could not be reproduced. A review of the receiver data log confirmed firmware and hardware error codes. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The customer complaint was confirmed, however a definitive root cause could not be determined.